Event description:
During installation of a cell-dyn emerald analyzer at a customer site, an abbott representative discovered that gain settings for the standard and non-standard specimen types did not match. By default, gain settings should match for all specimen types. Consequently, patient samples run in a non-standard specimen type did not match results from the same patient sample run in standard specimen type. All parameters can be affected by gain setting differences, with the exception of hemoglobin. Gain settings cannot be modified by the customer, only in the factory or by an abbott field service representative. Quality control, calibration and gain adjustment all use the standard specimen type only. In the factory, there are assembly instructions to adjust the gain settings for the standard specimen type and apply the adjustments to all the non-standard types; however, there is no verification of the gain settings following any modification. Based on in-house inspection data in (B)(4), 3 of 162 cell-dyn emerald instruments were found with non-standard specimen type gain settings that did not match the standard specimen type gain setting. Seven confirmed complaints have been identified for this issue. There were no reported injuries associated with this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.